Manufacturer narrative:
The t3 reagent lot number was 778854. The reagent expiration date was requested, but not provided. The anti-tpo reagent lot number and expiration date were requested, but not provided. The customer reported that calibration and controls were within specifications. The field service engineer determined there was mis-adjustment of the sipper reservoir. The reservoir was adjusted. An instrument check was performed and it passed. The investigation determined the service actions resolved the issue. The issue is consistent with a maintenance issue.

Event description:
The initial reporter stated they received questionable results for approximately 108 patient samples tested for multiple parameters on the cobas e 801 analytical unit. The customer provided examples of 3 patient samples with discrepant elecsys anti-tpo results and 5 patient samples with discrepant elesys t3 results. Please refer to the attachment for all patient data. The patient samples were repeated on other analyzers on (B)(6) 2025.